Event description:
The customer reported that the device was defective and that there was no pt injury associated with the incident. The site contact was not able to provide add'l details. The device was returned for eval with the knife blade exposed.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2012. The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.